Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask. On the same day, the patient was hospitalized for the event. The patient was treated in the hospital with vancomycin (dose, route, frequency and duration not reported). The patient was discharged nine days after being admitted to the hospital. Six days after being discharged, the patient was treated with one dose of intraperitoneal vancomycin (one gram). At the time of this report, the patient was recovered from the peritonitis event. Dianeal therapies were ongoing. It was not reported if the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.